Manufacturer narrative:
One opened and used reservoir was evaluated and the transfer guard failed per specification due to being occluded.

Event description:
Customer called to report issues with air bubbles in the reservoir of the insulin pump. Customer's blood glucose reading was 450 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.